Event description:
The target lesion was located in the atrio-ventricular artery and there was also a tandem lesion between the proximal and the distal rca. With the support of an interpass microcatheter, a whisper ls guide wire was advanced. During the delivery, torque could not be applied and the whisper ls was removed together with the interpass. When inspected outside the pt, the whisper guide wire had separated inside the interpass guide wire lumen.